Event description:
The physician placed a fox pta catheter in the iliac, which was reported to have moderate calcification. The balloon ruptured at four(4) atm during a poba procedure. All pieces of the balloon were removed from the pt without incident. This device was used for an infectious pt so it was discarded in the hosp. Another device was used and the pt is reported to be fine.

Manufacturer narrative:
The device was not returned for evaluation, but the lot info was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.